Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at time of incident was 23 mg/dl and treated by eating peanut butter and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer did not pressed, pushed or adjusted reservoir while connecting. Customer reported that the programming was accurate. Customer reported that the insulin pump was not worn during a medical procedure. Customer performed self-test and it was passed. The insulin pump will not be returned for analysis.